Event description:
The catheter had a kink in the subcutaneous section (detection method not reported). The proximal section of the catheter was replaced. The pump was replaced concurrently due to battery depletion. There were no patient symptoms associated with the product problem. The patient's outcome was reported as 'no injury, recovered without sequela".

Manufacturer narrative:
On 02/06/2009, the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.